Manufacturer narrative:
One used burr was returned for evaluation. A visual inspection identified a crack in the polycarbonate of the adapter body as well as skiving along the inner tube. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy sad procedure it was reported that the blade was shedding. The visible sheddings were removed via irrigation and suction. There was a backup device on hand to complete the case. No patient injuries or complications were reported.